Event description:
The >0.8 inr message displayed on protime system vs. A 2.0 inr with unspecified reference lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. MFR results - customer complaint could not be confirmed.